Manufacturer narrative:
The device was returned to a third party service center for evaluation and service. The device was not returned to resmed for evaluation, therefore, resmed is unable to confirm the alleged malfunction. The reportable event occurred outside the us. During a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to a third party service center for evaluation and service. The service center could not confirm the reported problem. Further investigation cannot be conducted due to the device not being returned to resmed. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down unexpectedly while using its internal battery. There was no patient injury reported as a result of this incident.